Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the screw of thoracic clamp was stripped. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the suspect clamp was returned to the manufacturer for evaluation. It was reported that the adjustment screw thread were damaged but did not affect the functionality of the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.